Event description:
The pt underwent a ventral/incisional hernia repair using veritas collagen matrix. The pt developed a subcutaneous seroma, which was treated by opening, draining and applying wound care with packing. This event was reported in an (B)(6) presentation on (B)(6) 2012. There is no further info at this time.

Manufacturer narrative:
No product was returned for eval. A review of the device history record was not possible since the lot number was unavailable. The following report numbers are all from presentations given by three (3) different physicians at the (B)(6) meeting held on (B)(6) 2012: